Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), embedded device ("coils migrated to uterine wall and endometrium") and device expulsion ("coils migrated to uterine wall and endometrium") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain / severe abdominal pain radiating to right flank"), back pain ("back pain"), abdominal pain lower ("right lower quadrant pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopic tubal ligation via bilateral salpingectomies on (B)(6) 2018 and total hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, embedded device, device expulsion, abdominal pain, back pain, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device expulsion, dyspareunia, embedded device and pelvic pain to be related to essure. The reporter commented: following the (B)(6) 2018 surgery, the plaintiff continued to experience severe abdominal pain radiating to right flank, which she reported to her physician. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2018: coils migrated to uterine wall and endometrium hysterosalpingogram - on (B)(6) 2011: full occlusion of both fallopian tubes pathology test from laparoscopic tubal ligation via bilateral salpingectomies on (B)(6) 2018 confirmed that the essure coils were not present bilaterally in the fallopian tubes. Further company follow-up with the lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), embedded device ("coils migrated to uterine wall and endometrium") and device expulsion ("coils migrated to uterine wall and endometrium/ migration of essure device location of device: endometrium") in a 47-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation was performed on the same of essure insertion". The patient's past medical history included ganglion cyst. Concomitant products included ibuprofen and paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, 6 years 9 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("fatigue"), abdominal distension ("bloating"), irritability ("irritability"), disturbance in attention ("trouble concentrating"), mood swings ("mood swings"), rash ("rash"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced urinary tract infection ("urinary tract infections"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain / severe abdominal pain radiating to right flank"), back pain ("back pain"), abdominal pain lower ("right lower quadrant pain"), dyspareunia ("dyspareunia"), cyst ("cysts"), swelling ("swelling"), pruritus ("itching"), urticaria ("hives") and vulvovaginal mycotic infection ("yeast infections"). The patient was treated with surgery (laparoscopic tubal ligation via bilateral salpingectomies on (B)(6) 2018) and surgery (total hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, alopecia, fatigue, cyst and dysmenorrhoea had resolved and the embedded device, device expulsion, back pain, abdominal pain lower, abdominal distension, irritability, disturbance in attention, mood swings, rash, swelling, pruritus, urticaria, urinary tract infection, vulvovaginal mycotic infection, migraine, headache, nausea and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, cyst, device expulsion, disturbance in attention, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, irritability, migraine, mood swings, nausea, pelvic pain, pruritus, rash, swelling, urinary tract infection, urticaria, vaginal discharge and vulvovaginal mycotic infection to be related to essure. The reporter commented: following the (B)(6) 2018 surgery, the plaintiff continued to experience severe abdominal pain radiating to right flank, which she reported to her physician. The essure device was inserted within the tube until it curled and deployed. There was 1 coil seen. The right tubal ostia was identified and the essure coil was placed and deployed until it curled. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2018: coils migrated to uterine wall and endometrium hysterosalpingogram - on (B)(6) 2011: full occlusion of both fallopian tubes pathology test from laparoscopic tubal ligation via bilateral salpingectomies on (B)(6) 2018 confirmed that the essure coils were not presente bilaterally in the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 17-oct-2018: plaintiff fact sheet- events hair loss, fatigue, bloating, irritability, trouble concentrating, mood swings; cysts, rash, swelling, itching, hives; urinary tract infections, yeast infections; rashes or skin conditions type: rash; migraines / headaches; migration of essure device location of device: endometrium; nausea; dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); pain; vaginal discharge were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), embedded device ("coils migrated to uterine wall and endometrium") and device expulsion ("coils migrated to uterine wall and endometrium") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain / severe abdominal pain radiating to right flank"), back pain ("back pain"), abdominal pain lower ("right lower quadrant pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopic tubal ligation via bilateral salpingectomies on (B)(6) 2018) and surgery (total hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, embedded device, device expulsion, abdominal pain, back pain, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device expulsion, dyspareunia, embedded device and pelvic pain to be related to essure. The reporter commented: following the (B)(6) 2018 surgery, the plaintiff continued to experience severe abdominal pain radiating to right flank, which she reported to her physician. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram: on (B)(6) 2018: coils migrated to uterine wall and endometrium hysterosalpingogram: on (B)(6) 2011: full occlusion of both fallopian tubes pathology test from laparoscopic tubal ligation via bilateral salpingectomies on (B)(6) 2018 confirmed that the essure coils were not presented bilaterally in the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 19-jun-2018: quality-safety evaluation of ptc incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.